Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
Customer reported that the down arrow button was no longer responding during a bolus. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.